Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by the edwards field clinical specialist (cs), that during the transapical tavr procedure, upon deployment of the 26mm sapien valve, the ascendra 3 balloon ruptured. Per report, the valve was securely implanted, no additional balloon inflation was necessary, the procedure concluded and the patient was transferred to recovery in stable condition.

Manufacturer narrative:
Additional information: per report, the balloon burst was attributed to either the patient¿s calcified sinotubular junction (stj) or the edge of the mechanical mitral valve. It was indicated that the patient¿s aortic valve was moderately calcified and the aortic root were severely calcified. There was mild ventricular septal hypertrophy, sinotubular junction (stj) measured 24.9mm and the sinus of valsalva (sov) was 29.4mm. Additionally, the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, balloon inflation was held for more than 3 seconds during deployment and there was no loss of pacing capture during valve deployment. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The ascendra balloon catheter was returned to edwards lifesciences for evaluation. Visual and dimensional inspections were performed. Visual inspection revealed a longitudinal tear along the length of the balloon. There are scratches on the balloon parallel to the tear. No other abnormalities were observed. The balloon was dimensionally inspected for single and double wall thickness and found within specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Similar previous complaints suggest that patient factors (patient annular calcification) may have contributed to the event. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. Per the physician and the cs, it is possible that the rupture was caused by the either the calcium at the stj or the edge of the mechanical mitral valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.